Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2013-03304. It was reported that during percutaneous transluminal angioplasty treatment procedure balloon rupture occurred. Vascular access was obtained via left inguinal region. The 100% stenosed target lesion was located in the calcified and moderately tortuous left posterior tibial artery. After a non-bsc guidewire was crossed to the lesion. A 1.5mm x 20mm x 142cm coyote es balloon catheter was used for dilatation of the lesion and the balloon ruptured at 10 atm on the first inflation. They replaced it with a 2mm x 20mm x 143cm coyote es and the balloon also ruptured at 14 atm on the first inflation. The procedure was completed with a different device. No complications were reported and patient's status was good.

Event description:
Same case as MDR ID: 2134265-2013-03304. It was reported that during percutaneous transluminal angioplasty treatment procedure balloon rupture occurred. Vascular access was obtained via left inguinal region. The 100% stenosed target lesion was located in the calcified and moderately tortuous left posterior tibial artery. After a non-bsc guidewire was crossed to the lesion. A 1.5mm x 20mm x 142cm coyote es balloon catheter was used for dilatation of the lesion and the balloon ruptured at 10 atm on the first inflation. They replaced it with a 2mm x 20mm x 143cm coyote es and the balloon also ruptured at 14 atm on the first inflation. The procedure was completed with a different device. No complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the coyote es catheter was received inside a coyote es product pouch and shelf box that matched the information on the device. There was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole aligned with the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).